Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. On an unspecified date and time, the pump was programmed to deliver an unspecified pain medication. No specific programming parameters were provided. After an unspecified length of time, the pt called the nurse to report that medication was not being delivered. The customer contact reported that after the nurse pressed the pt pendant to check for delivery, the device did not deliver a dose when the pt pendant was pressed. The device was removed from clinical service. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).